Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused recurring rhinitis. The patient did report to receive medical intervention and was placed on antibiotics 3-4 times a week for 3 months and a antihistamine spray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted without updating h6 sections which was corrected in this report as follows: section h6- type of investigation, investigation findings, investigation conclusions codes was corrected in this report.

Manufacturer narrative:
Additional information was received on june 23, 2020, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging recurring rhinitis related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and was placed on antibiotics 3-4 times a week for 3 months and a antihistamine spray. The device was sent to a third-party service center for evaluation. During evaluation the technician found no evidence of foam degradation. The third-party service center concludes that the customer's complaint was not confirmed, and there was no error codes found. The device was corrected. H6(clinical code) was corrected in this report. Sections d8, d9, h2, h3 has been updated in this report.